Event description:
(B)(4). I also forgot to add migraine headaches, numbness and tingling to lower extremities and irregularly to non-existent menstruation

Event description:
(B)(4). Pain (achy to sharp and stabbing) in lower abdomen, insomnia, joint pain.

Event description:
#Medwatcher #followup2 #fdamw5040068 #(B)(4) I saw a reproductive specialist on (B)(6) 2014 and was also diagnosed my polycystic ovarian syndrome. This did not exist prior to essure.